Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, missing shell, and fold creases. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp broken edge/opening in the shell with nicks, stress marks, and wear abrasion. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp broken edge/opening in the shell with nicks in the posterior side assessed as surgical impact opening, and missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and "patient's concern with the product.¿ device has been explanted.